Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 297787) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The patient's daughter stated that the patient received erroneous results when testing with a coaguchek xs meter (serial number unknown). A venous sample was collected from the patient and tested in the laboratory using an unknown method, resulting as 2.4 inr. Less than 7 hours later, the patient was tested twice with the meter, resulting with values of 3.4 inr and 3.5 inr. Both meter measurements were performed within a few minutes. No adverse events were alleged to have occurred with the patient. The patient had no known testing limitations. There were no known test interferences due to the patient's diet, conditions, or medications taken. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 297787) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.